Event description:
There was a kink on the tip of the stabilizer guide wire. It was noticed after it was removed from the package. The package was intact before it was opened. Addendum: based on the analysis findings, the product presented with more than just a kink on the tip. There was fracture damage combined with biomaterial residue. The distal tip region of the guidewire was fractured and had displaced and stretched coils. Addendum: please note that the additional information that was obtained, from the qualrap, indicated that the guidewire was used in the patient. The wire was used in a highly calcified, left anterior descending branch. The guidewire kinked while it was being advanced. There was no reported patient injury.

Manufacturer narrative:
During a coronary intervention, a stabilizer steerable guidewire kinked during advancement through a patient's lad. No patient injury occurred. The vessel was described as highly calcified. Analysis of the returned product confirmed kinks and bends in the wire shaft, as well as a coil wire fracture, core wire fracture and stretched distal coil wraps. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage found) is visually and dimensionally correct. The damage presented to the distal region of the specimen is significantly more than "a kink on the tip" as described in the complaint. The fracture damage combined with the biomaterial residue suggests this specimen incurred the damage during clinical use. The fracture damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of pulling on the specimen while a constraint condition is present on the distal tip. This could occur by grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." The complaint of damage to the distal tip region was confirmed. Review of the information suggests that vessel/lesion characteristics and device handling may have contributed to the event.